Manufacturer narrative:
Omit : a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex a, g, b, c, d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the 8100 had out of box failure due to outside range readings for patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8100 had out of box failure due to outside range readings for patient side occlusion test. There was no patient involvement.